Event description:
Bd 60ml syringe used to mix kenalog for introacular use. Had cluster of enophthalmitis after surgery on 3/7/06, culture positive (+) for streptococcus mitis. Culture of kenalog negative (-), but culture of unopened, sterile syringe for same lot grew some streptococcus mitis.